Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level. Customer's bg level was 300 mg/dl, which was addressed with a bolus delivery via the pump. The cause of the high bg was not known, and tandem technical support was unable to perform troubleshooting as the event had occurred in the past. In addition, it was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer had insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.